Event description:
The customer reported that the insulin pump alarmed, had a blank display, and then, the battery was hot. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a blank display and battery tube heating up due to punctured isolated tape on a capacitor on the liquid crystal display board making contact with the battery tube positive side. Further testing was not performed due to the blank display.